Event description:
It was reported that the patient received inappropriate hv therapies due to noise. The noise was reproducible in clinic . High pacing lead impedance and externalized conductors were noted. The lead was explanted and replaced. Patient was well after the procedure and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 55.2cm was returned for analysis. External and internal insulation abrasion was noted at 40.5-41.7cm from the lead tip. Externalized conductors due to internal insulation abrasion were noted at 7.4-10.2cm from the lead tip. Internal insulation abrasion was noted at 9.4-10.3cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 38.8-39.0cm from the lead tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.